Manufacturer narrative:
On (B)(6) 2014, the field service engineer (fse) evaluated the instrument and found a slow leak coming from cvl 85 ff 9 (feed thru fitting) to the diff heater. He cut back the tubing and replaced the tubing. He ran samples, startup and all controls with no further issues. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 750 hematology analyzer. The leak was described as a stain leak (unknown volume) in the instrument. The leak was contained. The customer also reported that an error condition of "low vacuum" was also generated. The operator was wearing a lab coat and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.